Event description:
On (B)(6) 2013, reporter claimed the animas insulin pump is not delivering the correct amount of insulin. Animas attempted to contact the reporter back for more information. 3 attempts were made to contact the reporter. A letter was sent to the patient, requesting a call back. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the inaccurate insulin delivery issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.